Manufacturer narrative:
As reported, the hydrogel sealant of a 6f/7f mynx control vascular closure device (vcd) came out. Manual compression was then applied for twenty minutes to achieve hemostasis, and the procedure was completed. There was no reported patient injury. The device was attempted for hemostasis after an endovascular therapy treatment (evt). Multiple attempts to obtain additional information were made without success. The device was not returned for evaluation. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-inaccurate placement-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported event of the sealant coming out with the device. However, patient factors (if the patient had a shallow vessel depth) and/or procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the phr review, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the hydrogel sealant of a 6/7f mynx control vascular closure device (vcd) came out. Manual compression was then applied for twenty minutes to achieve hemostasis, and the procedure was completed. There was no reported patient injury. The device will be returned for evaluation. The device was attempted for hemostasis after an endovascular therapy treatment (evt). The device will be returned for evaluation.